Event description:
The hospital reported that, during a case, the unit alarmed reverse flow. The clinician reportedly replaced the flow sensor module, resolving the alarm condition. The case was completed with no further reported complaint. There was no reported patient injury.

Manufacturer narrative:
This malfunction was determined to be reportable as this same malfunction has previously contributed to a serious injury within the last two years. Reference MDR 2112667-2013-00005. A ge healthcare service representative performed a checkout of the equipment and noted that the flow sensor diaphragms were stuck to the top of the flow sensor housing as well as considerable moisture in the breathing circuit. The unit will continue to alarm until the flow sensor is replaced. Manual mode of ventilation is available to maintain ventilation of the patient. Flow sensors of this type are customer replaceable, are recommended for replacement after 3 months, and are warranted for 6 months. The maintenance schedule in the user reference manual states: "replace the disposable flow sensor (plastic). Under typical use, the sensor meets specifications for a minimum of 3 months." In engineering evaluation, the stuck diaphragm has been able to be reproduced by: a hard impact, such as dropping the flow sensor, or by sticking an object into the flow sensor, causing the diaphragm to stick open. If a sensor is subjected to a hard impact, it is still unlikely that the diaphragm will get stuck in the open position. This failure mode requires an impact in a very limited orientation to result in the inertia needed to force the diaphragm into the stuck open position.